Event description:
Had to replace earlier than the 2 weeks a several times because the device was way off on my actual sugar levels. And the previous one that I had in my arm that was messing up left a welt like a bee sting and it still hurts on that spot. Our insurance isn't going to cover any new devices early and we always get a 3 month supply at a time. So we are going to be too early to fill with the insurance. Ref report: mw5158420.